Manufacturer narrative:
Other relevant device(s) are: product ID: 306001, lot# / serial# unknown, product type: screening device. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence and fecal incontinence. It was reported that patient said she left the hospital today(date that the trial started) and said blood was coming through her gauze pad and the white wire from their back is curled up and sticking out and this it is about to come out. It was  recommend the patient  to speak to their  doctor about this. Patient stated feeling kind of constipated before she went to the bathroom today at 1:30 p.m. Patient also stated that she has a bad back. Patient also mentioned that her stool is usually really small and looks like marbles, however today when she went she stated that it started to look fairly normal no further complications were reported/anticipated at this time.